Manufacturer narrative:
This report is part of a retrospective review and remediation. Customer reports loss of communication between pump and transmitter. Placed transmitter under microscope and found contamination / corrosion damage at the connector pins. In conclusion the customer complaint of communication was not confirmed due to corrosion damage at the connector pins.

Event description:
Medtronic received information that no com pump to xmtr-unresolved occurred. There was no adverse impact or consequence reported as a result of this event.